Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) regarding a patient receiving unknown baclofen (unknown dose and concentration) via an implantable pump for intractable spasticity and cerebral palsy. It was reported the patient was having a reaction and was wondering if it was related to the pump. It was stated that it hurt to sit, felt like they were sitting on a bunch of rocks, had a bad taste in their mouth, and could not remember much. It was stated that the patient ran out of their oral medication about 2 weeks ago (in relation to (B)(6) 2019), and thought the symptoms were not related to their oral medication. It was stated that the hcp told the patient it was not their pump. There was no out of box failure, and no medical or therapy issue associated with small parts. The patient was redirected to their hcp to review symptoms. Non-reservoir drugs included "sympac." It was noted the patient's next fill was next month. The patient was seeing their neurologist for oral prescription refill this week. The patient reported that the pump was placed in front on right side. The event date was asked, but unknown (patient stated probably a year, but was unsure). Additional information received indicated they think there is something wrong with their pump. Physician listings were sent and receipt was confirmed. The patient's neurologist indicated the patient did not notify them of the above concerns. The patient has not seen a new hcp yet. No further complications were reported/anticipated.